Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available. Associated medwatch number: 1221934-2018-52014.

Event description:
Two similar items were broken during the surgery, in a usual process in the hospital. There was no patient consequence. Additional information received on 6/8/2018: anchor break during surgery and all fragments removed. Patient bone quality was good and same bone hole is used to complete the procedure with third anchor.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: investigation summary: the complaint devices were received and evaluated. Visual observation confirms that one of anchors is broken and the other one without the broken anchor. The complaint can be confirmed. However a clear root cause could not be identified. One probable cause is that the surgeon may have maintained tension on the free limb of the fiber tape causing the anchor to twist instead of advancing into the bone hole. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch number: 1221934-2018-52014.